Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had fallen earlier in the week, and the lead warning triggered. The ventricular lead exhibited high thresholds and intermittent capture. The lead was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.